Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, the hospital was getting ready for an adjunctive tmr case. When going to test the "test fiber," the silver coupling fell off. The solargen console would then not recognize the test fiber. The hospital proceeded without testing the laser. A review of manufacturing and inspection records from each possible lot was performed and all components were found to meet specification at the time of shipping. The test fiber had been at the user facility since september of 2012. The test fibers are reusable and are used to test the console prior to use on a patient. Possible root causes were identified such as no visual inspection or the operating/ use environment for the test fiber. During preventative maintenance and installation verification will be performed to insure the set screw is secure in the knurl.

Event description:
According to the report, the hospital was getting ready for an adjunctive tmr case. When going to test the "test fiber," the silver coupling fell off. The solargen console would then not recognize the test fiber. The hospital proceeded with the case and tmr without testing the laser.

Event description:
According to the report, the hospital was getting ready for an adjunctive tmr case. When going to test the "test fiber," the silver coupling fell off. The solargen console would then not recognize the test fiber. The hospital proceeded with the case and tmr without testing the laser.